Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. Before inserting the catheter and septal puncture needle, aspiration was performed from the side port for flushing, and air was aspirated. Despite multiple attempts, the air could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. There was no resistance when inserting the dilator. The sheath and dilator were integrated and inserted as per the procedure.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6.

Manufacturer narrative:
Additional information g6, h2, h11. One 8f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.